Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction- d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 80 (non-recoverable system error) and 117 occurred during use. The alarm continued to sound after rebooted. The procedure was done with another arctic sun device. Per follow up information received via email on 26feb2024, therapy was completed on another device. No impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 80 (non-recoverable system error) and 117 occurred during use. The alarm continued to sound after rebooted. The procedure was done with another arctic sun device. Per follow up information received via email on (B)(6) 2024, therapy was completed on another device. No impact to the patient.